Manufacturer narrative:
Operator error-no malfunction suspected. The motorized wheelchair performed as intended upon field evaluation.

Event description:
End user alleges, while operating the motorized wheelchair, he accidentally drove the unit forward instead of reverse and struck a door frame, fracturing his fibula.